Manufacturer narrative:
According to preliminary log analysis a possible liquid ingress is suspected. A more thorough investigation is still ongoing.

Event description:
The user reported the pump stop during the using. No adverse consequencies occurred for the patient.

Manufacturer narrative:
The pump returned to spectrum medical for visual inspection. The device was disassembled and checked internals components and cables. No sign of liquid ingress was found, while a crack of an internal component was present. The root cause was the internal cable issue.

Event description:
The user reported the pump stop during the using. No adverse consequences occurred for the patient.